Manufacturer narrative:
The manufacturer previously reported a failure of the system board, blower motor, internal battery and lcd screen. The system board, blower motor, internal battery and lcd screen were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing was due to physical damage to the power transformer of the pca and connectors. The blower motor was evaluated and found evidence of contamination causing bearing damage. The lcd was evaluated and found evidence of physical damage. The internal battery was evaluated and found to operate to design specifications.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor and system pca were replaced to address the issue. The device failed steps during testing. The internal battery and lcd were replaced to address the issues.